Event description:
It was reported that revision surgery was performed due to "metal toxicity". The patient presented 1 year post-op with peripheral neuropathy affecting legs, eyes & hearing. The patient was reportedly diagnosed by a neurologist as having cobalt toxicity, although an initial diagnosis of neuropathy due to circulating paraprotein was made. The patient's symptoms were peripheral neuropathy, visual disturbance and muscle aches with onset several months following the primary total hip replacement.